Event description:
It was reported that drops of insulin were not visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer followed the instructions to fill the tubing properly and was guided by cts to fill and load a new cartridge on the pump, after which the process was completed successfully, and insulin delivery was resumed.